Event description:
Clinical study patient experienced back and leg pain for more than 12 months and had been treated with narcotics, non-narcotics, muscle relaxants, oral steroids, injections and physical therapy. Patient underwent a t-plif procedure at l4-l5 with click'x instrumentation, chronos strip and 8cc bma on (B)(6) 2011. On (B)(6) 2011 the patient was diagnosed with parasthesia in the left l5 nerve root distribution. Patient is being treated with physical therapy. As of (B)(6) 2011 the condition had not resolved. This is 7 of 11 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was returned.